Manufacturer narrative:
(B)(4): the customer reported that the charge switch on the external paddle set failed to operate. There was no patient involvement. A local philips representative evaluated the device and resolved the issue by repairing the external paddle set. The device was returned to service.

Event description:
The customer reported that the charge switch on the external paddle set failed to operate. There was no patient involvement.